Manufacturer narrative:
The device was received and underwent functional testing which found that the valve performed within specifications. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. (B)(4).

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, leaflet 1 had a 4mm non-transmural cut near commissure 1; the cut had a smooth and even edge. The wireform was exposed on commissure 3. The x-ray demonstrated wireform distortion near leaflet 1. No other inconsistencies were observed on the valve. (B)(4) although there have been attempts to receive further information regarding the event, no additional details were provided. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this device was explanted after one (1) day due to unknown reasons. As reported, the patient did not do well post-operatively and went back into surgery the next day. The valve was explanted, a bentall procedure may have been performed, and the aortic valve was replaced with another device. No additional details were provided.